Event description:
It was reported that during the procedure the coil detached prematurely. The physician deployed a stent to secure the coil to the vessel without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The delivery wire was returned and analysis revealed that it was kinked. In addition the proximal contact was observed to be kinked as well. Microscopy inspection of the delivery wire detachment zone showed that the main coil had detached due to a physical break. A functional testing could not be performed due to the condition of the device. The damage to the delivery wire is likely related to handling of the device during the clinical procedure. Information available indicated that the target coil was confirmed to be in good condition prior to use. It is probable that the device became damaged during the clinical procedure contributing to the reported break limiting its performance. Based on the information available and analysis of the device an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that during the procedure the coil detached prematurely. The physician deployed a stent to secure the coil to the vessel without clinical consequences to the patient.